Event description:
During product evaluation, the pump's air in line printed circuit board (ailpcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. This MDR is being created for the colleague cx volumetric infusion pump, catalog number 2m8161, as the colleague cxe infusion pump, catalog number 2m9161, is the same as or similar to the us product code 2m8161.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 29 2007. The facility reported a pump with failure code 810:04. It is unknown when this occurred. Evaluation summary:the condition of the pump's air in line printed circuit board (ail pcb) being out of specification was confirmed. Failure code 810:04 was manifested as a result of this condition. The pump head module was cleaned and dried to correct this condition.